Event description:
It was reported that during catheter removal, negative pressure was applied using the syringe to deflate the balloon, but the balloon would not deflate. After additional unsuccessful attempts, a larger 10cc syringe was forcibly used and finally the balloon deflated. There were no reported pt complications as a result of this issue.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.